Manufacturer narrative:
The physician reported that five months prior, the pt presented with an ulcer located on the left lower extremity with periwound hard, white necrotic tissue and inflammation that was difficult to treat. The pt was subsequently admitted to the hospital and v.a.c. Therapy was applied. "Right after the therapy, deterioration of skin inflammation and pain increased." The wound bed tissue was examined and the results indicated there was chronic inflammation. Dates not provided. The physician stated that there was no clear cause, but the pt had a history of diabetes mellitus which caused difficulty treating the wound. The physician also reported that it was "considered that the inflammation and the pt's local condition caused." Based on the add'l info provided, it cannot be determined that the alleged wound deterioration is related to v.a.c. Therapy.

Event description:
On (B)(6) 2013, the following info was reported to kci by the physician: at the 5th annual (B)(6) society for surgical wound care conference, it was reported that "deterioration of the pt's skin inflammation and pain increased" while on v.a.c. Therapy. The physician alleged the erosion of the wound edge expanded. A fascia debridement was done, and reconstructive surgery was performed with a mesh graft. The graft was successful. Dates not provided. Since the unit's type or serial number were not provided, kci cannot conduct a device eval of the unit. Kci has not been able to obtain sufficient info. No add'l info is available.